Event description:
During use of the mizuho osi orthopedic table, the table structure fractured and the pt slid to the floor. It was reported that add¿l hospital equipment was in place and it slowed the pt¿s decent to the floor. It was also noted by the hospital that the pt was not injured.

Manufacturer narrative:
Investigation to be completed, request for return of table to customer. Will update after investigation has been completed ((B)(4) 2012).